Manufacturer narrative:
Unit received with unresponsive buttons due to unlocked connector at lcd board. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had many scratches on the display. Customer's blood glucose level was unknown. No significant event leading up to the incident was mentioned.